Event description:
It was reported that during a scheduled removal, when the surgeon attempted to remove a 3.0 screw, that the screw broke at the head. The surgeon did not have a screw removal kit available in the case and was able to remove the head of the screw but the shaft of the screw was unable to be removed and remained in the patient. No further details are known at this time.